Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated. The device failed to power on with the customer's returned batteries, which showed signs of depletion (nine measured 2.96v, one at 1.90v). With test batteries installed, the device powered on and functioned normally, passing current draw, monthly functional, and pad testing without issue. Device history showed frequent manual battery consumption. No functional faults were found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the unit halts after a partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.